Event description:
Physician placed the catheter in place and pushed the separator to the distal end of the catheter. The physician noticed some friction on the way but went to the tip and pushed the separator back and forth for about 5-10cm. The wire of the separator kinked outside of the body and the physician used another separator successfully with complete recanalization.

Manufacturer narrative:
(B)(4).